Event description:
Device issue: difficult to remove. Time of device issue: during procedure. Adverse event: vessel damage/hemorrhage/hypotension/surgical intervention. It was reported that during the procedure, the emboshield nav 6 embolic protection. Device was deployed in the saphenous vein graft (svg) for treatment of a dissection. An attempt was made to advance the graftmaster stent system; however, it could not cross the lesion. An attempt was made to withdraw the stent system but contact was made with the non-abbott guiding catheter and the stent dislodged from the balloon but remained on the stent system. An attempt was made to remove the stent system as a single unit into the aorta but the stent system and embolic protection device would not pass through the non-abbott introducer sheath. A perforation was noted in the iliac artery and the pt became hypotensive. Surgical intervention was performed to remove the stent system, filter and introducer sheath and successfully treat the perforation/retroperitoneal bleed. The hypotension resolved after the surgical intervention. The pt is reported as well and stable. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with all additional relevant info.